Manufacturer narrative:
One opened phacoemulsification tip with a wrench, in a glassine bag was received for the report. Sample was visually inspected and found to be nonconforming. Phaco tip was observed to be broken in 2 pieces at the aspiration bypass (ab) hole. Breakage is very jagged. Metal was also observed to be broken at the flange and threads area. Wall thickness is even. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The picture attached was reviewed by the manufacturing site. Pictures show a broken phaco tip and a wrench. Reported issue confirmed from picture. The complaint evaluation confirms the phaco tip was broken. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspections do not show any manufacturing issues that would cause the broken phaco tip. The exact root cause for the broken phaco tip is unknown; therefore specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the returned opened sample, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the phaco tip was broken into several pieces during surgery. The procedure type was unknown. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).